Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release specifications. The device remains implanted and was therefore not available for engineering evaluation by gore. (B)(4). According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was obtained from a conference presentation: the patient was an 82-year-old man. He visited the otolaryngology department of the reporting hospital with chief presentation of hoarseness which had persisted for 1 month. A CT scan showed a saccular type of arch aortic aneurysm and he was referred to the department of cardiovascular surgery. The patient¿s medical history included hypertension, diabetes mellitus, old myocardial infarction, and percutaneous coronary intervention. An echocardiography showed severe reduced left ventricular systolic function, ejection fraction (ef) = 28%, moderate to severe mitral regurgitation (mr) and mild aortic regurgitation (ar). On (B)(6) 2020, he underwent a total debranching tevar for the arch aortic aneurysm using a gore® tag® conformable thoracic stent graft with active control system (ctag ac, 37 mm x 15 cm). During a follow-up examination, a CT scan showed type ia endoleak and an additional procedure was indicated. On (B)(6) 2020, another ctag ac (40 mm x 15 cm) was deployed proximal to the previous device. When the physician half-deployed the device, suddenly blood pressure dropped. The physician thought that the ctag ac covered branches of graft and he adjusted device position; however, blood pressure was further decreased. The patient showed pulseless electrical activity (pea), thus cardiopulmonary resuscitation (CPR) was started. After the physician fully deployed the ctag ac, blood pressure became stable. An intra-aortic balloon pump (iabp) was inserted and the patient was admitted to the ICU. After ICU admission, blood pressure was decreased temporarily; therefore, a dose of catecholamine was increased. Thereafter, blood pressure was stable and the dose was reduced gradually. On post operative day 2 (pod2), the patient developed pneumonia and antibiotics were initiated. On pod4, the iabp was removed. On pod 5, the patient developed torsades de pointes and CPR was performed. On pod 7, ar and mr were aggravated. An iabp was inserted again. On pod 70, the patient died. The reporting physician commented that there were several possible causes of pea. 1) when the ctag ac was half-deployed, it sealed the descending aorta because the aortic diameter was only 23 mm. This kept back half of blood flow in the aortic arch and increased cardiac load. 2) mr might have reduced ef. 3) debranching might have affect cardiac function. During discussion period of the presentation, other physicians pointed out that a guidewire was advanced too proximal and it possibly pushed aortic valve and might have caused pea.

Manufacturer narrative:
According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation.